Event description:
It was reported that the patient underwent a gynecological procedure to treat cystourethrocele and uterine prolapse on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, pain and discomfort in her lower stomach and pelvic region, especially when sitting, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary frequency, urgency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of mesh on (B)(6) 2014 due to mesh erosion.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent anterior and posterior repair, cystoscopy and sacrospinous colposuspension with enterocele repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.